Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not identified, and the root cause of the suggested events was not specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/water cylinder, white foreign material in the air/water tube and the inside of the light guide lens had a stain. There were no reports of patient involvement.